Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain lower ("severe cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), headache ("headaches") and anxiety ("anxiety"). The patient was treated with surgery (bilateral salpingectomy to remove her essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, back pain, abdominal pain lower, dyspareunia, abdominal distension, weight increased, headache and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dyspareunia, headache and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("severe abdominal pain"), salpingo-oophoritis ("chronic salpingo-oophoritis") and endometriosis ablation ("fulgration of endometriosis lesions") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity, ear swelling, chronic salpingitis, endometriosis externa and pap smear abnormal. Concomitant products included loratadine (claritin). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain/ chronic pelvic pain") and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia/ heavy prolonged menses "), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced peripheral swelling ("hand swelling"), skin disorder ("rashes or skin conditions type: skin disorder-abnormal area on left breast") and endometriosis ablation (seriousness criterion medically significant). In 2012, the patient underwent peripheral swelling ("hand swelling"), skin disorder ("rashes or skin conditions type: skin disorder-abnormal area on left breast") and endometriosis ablation (seriousness criterion medically significant). In 2013, the patient experienced salpingo-oophoritis (seriousness criterion medically significant) and alopecia ("hair loss"). In 2015, the patient experienced abdominal distension ("bloating/ swollen abdomen"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and dyspareunia ("pain during intercourse"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, salpingo-oophoritis, alopecia, peripheral swelling, skin disorder, anxiety, depression, fatigue, migraine, headache, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal distension, allergy to metals and endometriosis ablation outcome was unknown and the abdominal pain, weight increased, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis ablation, fatigue, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, salpingo-oophoritis, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had fulguration of endometriosis lesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events back pain, pelvic pain, nickel allergy, menorrhagia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: plaintiff fact sheet received. Events added: fulgration of endometriosis lesions. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("severe abdominal pain") and salpingo-oophoritis ("chronic salpingo-oophoritis") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity, ear swelling, chronic salpingitis and endometriosis externa. In june 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pain"). In august 2011, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced peripheral swelling ("hand swelling"). In 2013, the patient experienced salpingo-oophoritis (seriousness criterion medically significant) and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In july 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and abdominal distension ("bloating/ swollen abdomen"). On an unknown date, the patient experienced skin disorder ("rashes or skin conditions type: skin disorder-abnormal area on left breast"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, salpingo-oophoritis, alopecia, peripheral swelling, skin disorder, anxiety, depression, fatigue, migraine, headache, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal distension and allergy to metals outcome was unknown and the abdominal pain, weight increased, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, salpingo-oophoritis, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had fulguration of endometriosis lesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events back pain, pelvic pain, nickel allergy, menorrhagia, abdominal distension most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea, migraine, allergy to metals, depression, fatigue, abdominal distension, alopecia, peripheral swelling, device monitoring procedure not performed, skin disorder were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), abdominal pain ("severe abdominal pain") and salpingo-oophoritis ("chronic salpingo-oophoritis") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included multigravida and parity 3. Concurrent conditions included obesity, ear swelling, chronic salpingitis and endometriosis externa. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"), anxiety ("anxiety"), depression ("depression"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pain"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced peripheral swelling ("hand swelling"). In 2013, the patient experienced salpingo-oophoritis (seriousness criterion medically significant) and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and abdominal distension ("bloating/ swollen abdomen"). On an unknown date, the patient experienced skin disorder ("rashes or skin conditions type: skin disorder-abnormal area on left breast"), abdominal pain lower ("severe cramping") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the device breakage, salpingo-oophoritis, alopecia, peripheral swelling, skin disorder, anxiety, depression, fatigue, migraine, headache, pelvic pain, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, abdominal distension and allergy to metals outcome was unknown and the abdominal pain, weight increased, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, peripheral swelling, salpingo-oophoritis, skin disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had fulguration of endometriosis lesions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming events back pain, pelvic pain, nickel allergy, menorrhagia, abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.